Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. Based on the results of the investigation, it is not possible to establish the root cause. However, it is likely that image noise (subject cannot be confirmed) occurred temporarily due to cable failure. The event can be prevented by following the instructions for use which state: ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the camera head had disturbing horizontal streaks in the image. The issue was found during an electrosurgery therapeutic procedure. The patient was not under anesthesia and the procedure was completed on the same device without delay. There were no reports of patient or user harm.

Manufacturer narrative:
The device was returned to olympus repair facility for evaluation, the customer¿s allegation was not confirmed however found deterioration of the camera cable. In addition, evaluation of the device observed the following non-reportable finding: the buttons were corroded. A supplemental report will be submitted if any additional information is provided by the user facility.